Manufacturer narrative:
The customer reported complaint for the platform stopped compressions and displayed "realign patient" or a "low battery" error message was not confirmed during functional testing but was confirmed during an archive data review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. Visual inspection was performed and found a damaged front cover on the autopulse platform, unrelated to the reported complaint. Review of the archive data indicated error message user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory (ua) 19 (max applied load exceeded) error messages thus confirming the reported complaint. The archive data revealed that on the event date, the platform was used on a very stiff chest patient. When the platform was trying to reach its compression depth, user advisory (ua) 17 and user advisory (ua) 19 error messages were displayed. The platform functioned as expected when it displayed the user advisory (ua) 17 and user advisory (ua) 19 error messages as the driveshaft met resistance during compression. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target compression depth within specification when used on a medium/large size stiff patient or when the battery being used has a low voltage or the lifeband is twisted. The reason the autopulse platform stops after a few compressions, it is trying to build up to the 20% compression depth and cannot do it in the specific time frame but did not have enough power to achieve this compression rate within 0.38 seconds. The user advisory (ua) 19 alerts the operator that the load plate has detected too much weight being applied. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Load cell characterization test was performed and it indicated that both of the load cells are within specifications. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn (B)(4)) was used on a (B)(6) year old male cardia arrest patient, it stopped after performing several compressions with error message. The crew reverted to manual CPR after troubleshooting didn't work. The return of spontaneous circulation (rosc) was not achieved and the patient expired before arrival to the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6) 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge ((B)(4), circulation, 2016). Death is an expected outcome for ohca.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient ((B)(6) kg) in cardiac arrest. The cardiac arrest was not witnessed. The platform stopped after performing several compressions and displayed an error message. The reporter was not sure if it was "realign patient" or a "low battery" message. The crew performed troubleshooting steps by re-aligning the patient three times, however, the platform stopped each time after performing several compressions. The use of the autopulse was discontinued and manual CPR was performed for approximately 27 minutes. The return of spontaneous circulation (rosc) was not achieved and the patient was pronounced on the scene. According to the reporter, the patient outcome was not attributed to the device.